Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery compartment as well as the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Investigators were unable to confirm the original ¿stripped battery cap threads¿ complaint; the battery cap was not returned with the pump for evaluation. A test battery cap was used and unable to properly secure. The battery compartment was noted to be cracked in two places. In addition, the battery compartment threads were stripped. Unrelated to the original complaint, the display was dim and discolored.